Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 newborn patient tested for total bilirubin on a cobas b 123 system. The result from a capillary sample on the b 123 system was 304.8 umol/l. The result from a serum sample on a cobas biochemistry analyzer was 184 umol/l. The samples for each instrument were drawn at the same time. There was no allegation that an adverse event occurred. The total bilirubin lot number and expiration date were not provided.